Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. It was reported that the patient developed right pleural fluid accumulation, shortness of breath, and increased inflammatory response, including fever. The patient was readmitted. It was reported that the cause of the event was determined to be worsening heart failure triggered by infection. The left ventricular assist device (lvad) speed was increased from 4700 revolutions per minute (rpm) to 4900 rpm, and the patient was given aquaretic medication for water excretion. Treatment reportedly resolved the issue, and the patient¿s symptoms improved. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. B, is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including localized infection. Additionally, section 6 ¿patient care and management¿ includes information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook, rev. C, contains several sections with information about how to prevent and control infection. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2024 the patient developed right pleural fluid accumulation and an increased inflammatory response, which was due to worsening heart failure triggered by infection. The patient was admitted that day and was discharged on (B)(6) 2024. Re-thoracotomy and hematoma removal surgery were performed. The patient experienced palpitations. The issue was resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Clarification was provided. Re-thoracotomy and hematoma removal surgery were not performed for this patient, and they did not experience palpitations. Although the patient experienced shortness of breath and fever due to observed bilateral pleural effusions, treatment was started and the symptoms improved. Pump speed was adjusted from 4700 to 4900 rotations per minute. Samsca (tolvaptan) was started. The issue was resolved.